Manufacturer narrative:
Investigation pending.

Event description:
Called alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.1, lab: 3.0; date: (B)(6) 2010, inratio: 3.2, lab: 2.5. Pt took her meter to the lab, had her blood drawn and did her finger stick five minutes later.